Event description:
Reporter noted surgeon converted to extracapsular cataract extract prior to phaco. A posterior capsule tear had occurred during procedure. The vitrectomy probe wouldn't cut in vit mode. Switched out unit to complete case, prolonging case. Prognosis listed as guarded, due to vitrectomy.